Manufacturer narrative:
The sample was not received for investigation. The customer reported issue could not be confirmed due to no receipt of photos or actual sample for investigation. Additionally, the lot number of the reported device was not provided therefore no device history review (DHR) could be performed. Manufacturing controls are in place to help prevent occurrence of the reported issue. No root cause could be determined since no product and/or photos were received to investigate the reported issue. If the product is returned at a later, a summary of the investigation results will be provided in a supplemental report. Brand name, model #, report source and protocol # are unknown, no information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the tracheostomy tube needed force and manipulation to inflate the cuff evenly. No patient harm was reported.